Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that an occlusion occurred. It was reported that the customer experienced an elevated blood glucose (bg) level of 400-500 mg/dl. Cause was due to malfunction. A manual injection was administered to address bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.